Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2huvl, implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type lead medtronic. Submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-11 information was received from a healthcare provider regarding a patient who was implanted with an implantable neurost imulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not able to turn the implantable neurostimulator on and stated it was not working. The caller was told that the stimulator battery is dead. Therefore, the patient had a foley catheter placed in their bladder and would leave the hospital with the catheter in place and do a voiding trial with a urologist next week. The caller was not with the patient at the time of the call. The caller did not know if the patient had a managing healthcare provider. The agent provided the national answering service (nas) phone number and redirected to the nas to page a representative (rep). The agent also redirected the patient to patient services for further troubleshooting. The patient's representative called and stated that they needed to turn the ins off then back on, but the battery of the ins was "dead" and it needed to be replaced eventually. The patient noted that the external devices won't communicate with the ins anymore and would keep saying that the ins battery was "dead." The patients rep called back in and reported the same information. The agent redirected them to their hcp. On 2026-mar-24 additional information was received from the patient. They reported that when asked what steps were taken to resolve the issue of their ins not turning on/off and not working due to the dead battery, they indicated that there was a broken stimulator lead and the battery and stimulator were replaced. The issue was resolved. The issue was not caused by normal battery depletion.